Event description:
During a cryoablation procedure to treat an atrial fibrillation a polarxfit was selected for use. It was reported that after balloon was inserted in left atrium during cryo ablation in right inferior pulmonary vein the error 1 - 00004000-2: console detected blood in the catheter was displayed. It seemed that the blood leak from the balloon part. The error occurred when retracting the balloon inside the sheath after ablation in right inferior pulmonary vein. After this device was inserted in the left atria, the cryo ablation was done in ripv, and this balloon was being retracted inside the sheath, but the error occurred. The balloon was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned polarxfit was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. No leak paths related to the blood detection failure were identified during returned device testing. There was also no damage found to any of the blood detect wires. The injection tube had insulation present in specified locations to prevent any contact with the blood detect wires. The no problem detected conclusion code was selected based on analysis of the returned product.

Event description:
During a cryoablation procedure to treat an atrial fibrillation a polarxfit was selected for use. It was reported that after balloon was inserted in left atrium during cryo ablation in right inferior pulmonary vein the error 1 - 00004000-2: console detected blood in the catheter was displayed. It seemed that the blood leak from the balloon part. The error occurred when retracting the balloon inside the sheath after ablation in right inferior pulmonary vein. After this device was inserted in the left atria, the cryo ablation was done in ripv, and this balloon was being retracted inside the sheath, but the error occurred. The balloon was replaced, and the procedure was completed. No patient complications were reported. The device was received for evaluation.